Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Presented with a painful knee the patella poly was sitting at 90 degrees to the metal backing and as a result, the femur was scratched. The patella locking mechanism appears to have allowed for the poly to have extra movement.